Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been re-implanted due to electrode migration of channel 11 and 12.

Manufacturer narrative:
Conclusion: device investigation did not show any device malfunction which is expected to be present whilst implanted. According to the patient report, the active electrode migrated partially out of the cochlea. Re-insertion of the electrode array was not possible as ossification in the mastoid and at the migrated electrode contacts was present, therefore, it was decided to explant the device. The device investigation revealed damages to the stimulator housing and electrode array which are most likely related to the explantation surgery. This is a final report.

Event description:
The patient has been re-implanted due to electrode migration of channel 11 and 12. The electrode could not be re-inserted as ossification in the mastoid and at the migrated contacts was found. The decrease in sound perception was gradual. No trauma or accident has happened.